Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen touch position was off. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was intermittently not responding in the area of the alarm silence button. The customer verified the touch position was off using the touchscreen diagnostic screen. The customer performed a touchscreen calibration and the touch position improved but was still off a little bit. The customer was provided with the part information for the touchscreen.